Event description:
At 7:07 am, there was a cyber security scan of the xper server from a server named iswcyber. This put the service in a failed out of memory state but did not stop the service. This was the cause of the failure. The xper servers will either need to be excluded from this scan or scheduled with a downtime where the servers can be rebooted after the scan. During this time, the hospital was unable to open our hemodynamic monitoring system (xper) on any host computer. We did not go to net fail mode as the network had not failed, but the server was not responding. Because we didnt know what had happened, we worked to reboot everything (servers, the rooms, etc.). During this time, we were unable to do cases and were ready to put the hospital on divert for all amis and strokes. That would include those who arrive by ambulance, but also for patients who drive themselves here (about 50% of amis) or for those who are already inpatients. Especially for those patients in the ed or on the floors, in the time it takes to diagnose, call an ambulance and find a receiving hospital/physician, heart or brain tissue is being lost. This situation can cause real harm to patients. In our call to philips, we asked if unplugging the network cable form a host computer would have moved the room to net fail (and made it usable), and the answer was yes. While I can train staff to that, I believe philips needs a better global solution that has a timeout feature for net fail, too, not just a true failure of the network. I understand that it functioned as designed but am asking for some research into a change to make it a safer system. If adding a timeout is not possible in the near future, facilities that use the philips xper system need to be aware that this can happen and the steps they can take to resolve it quickly. Manufacturer response for phillips xper system, (brand not provided) (per site reporter): thank you for the feedback. I am aware of this type of issue and would like to provide some background. I appreciate your suggestion of philips needing a solution that incorporates a timeout feature for net fail when connection is lost, so I will discuss with our support/engineering team on what can be done from a future development standpoint. Third-party security scan products like nessus or qualys can pose challenges for live systems. Its a port/intrusion scan and overloads the datacenter software and puts it in an out of memory state. This issue can be prevented by excluding the server from network/security scans, excluding the ports the software uses, or by restarting the server after the scan is finished. This is what we see most facilities are doing after experiencing the issue the first time. We have a list of ports to exclude to address the issue, which would be the quickest solution, and ive provided a list of those in the snapshot below based on our past experience. Excluding the ports listed from further scans will prevent the scan from affecting cases the next time you scan the server. If the hospital team cannot exclude any ports due to your policies, you can schedule the scan and a server restart for after the scan completes. We strongly advise that if you do not exclude the ports, that you also do not scan the server while cases are ongoing. Then restart the server or service before starting the next case. Pushing these penetration scans on the live monitoring system while in patient use is certainly not recommended for these reasons listed.